Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the shunt in the moderately tortuous and moderately calcified cephalic vessel. A 5.0 mm x 40 mm x 40 cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation at 14 atmospheres for 15 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.